Event description:
Event description guidant received information that upon interrogation this implantable cardioverter defibrillator (ICD) exhibited a pulse generator fault message indicating the device's self diagnostics detected a performance anomally. Guidant received information that this patient underwent multiple coarses of radiation therapy.